Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the screen on the insulin pump is blank and stated she changed the battery and it is still blank. Blood glucose value is 103 mg/dl. Customer stated that the device was dropped but is does not show signs of physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. Customer inserted a new and the display returned. Nothing further reported.